Manufacturer narrative:
Additional info has been requested. Unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Pt implanted (B)(6) 2011 with two sternal plates and twelve screws by a plastic surgeon. Two months later the plate and screws pulled out of the bone. Hardware was removed, a lavage was performed for infection and pt was sutured with explanting surgeon noting: narrow plates were implanted on fractured sternum with one of the 8 hole plates cut down to a four hole plate and did not go laterally on the ribs, the screws were inserted mono-cortical instead of bi-cortical. The technique guide was not followed. This is three of fourteen reports for this event.